Event description:
Customer claims during testing the alarm has power, but no alarm tone when the sensor is detached from the alarm. Customer tested the alarm with new batteries of the same type. There was no visible damage to the alarm case. There was no pt contact reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received.